Manufacturer narrative:
A review of the maintenance, camera reports, and event log shows that all maintenance was up to date on the days of testing. The camera reports and images appear optimal, and all reactions appeared as reported by the instrument, suggesting that the camera is operating as expected. The error log showed no errors on the day of testing. Qc and all other negative and positive samples tested on the same day and around the same time as the sample in question reacted as expected. This suggests that the reagents and instrument were performing as expected. An immucor field service engineer performed the unexpected reactions checklist. There were no problems observed. All tubing was due to be replaced (final tubing/fluidics to main/fluidics tubing); cleaned discoloration on rinse station and washer manifold; performed maintenance on perri pump assembly. The patient samples were tested again which resulted as positive as expected. The instrument is operating within specifications.

Event description:
On (B)(6) 2016, a customer reported obtaining an unexpected negative antibody screen on galileo echo instrument m01641.